Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right ventricular (rv) lead exhibited high and unstable thresholds. The rv lead was unable to be extracted, was capped and abandoned and remains in the patient. A new rv lead was implanted. No patient complications have been reported as a result of this event.